Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that were ¿feeling "pains", while walking or sitting and drinking coffee, they have become "harder and more often¿. The patient reported that they were told the "bottom wire is firing right". It was also reported by the patient that they had chest pain, went to the hospital and were told there was something wrong with their 'wires'. The leads are still in use. No further patient complications have been reported as a result of this event.